Event description:
"Lawsuit alleges patient had been a chronic pain pt as a result of injuries sustained in a 1957 train-car collision. He was implanted with a programmable intrathecal pain pump for delivery of morphine pain medication. In 2005, while a hosp pt, the plaintiff was taken on an interval visit to a dr's office, for a two or three month cycle morphine refill of his pain pump. The pump was refilled with 18 cc's of morphine on that date, and allegedly, the dr did not adjust the previously set dosage or interval settings on the pump. Following his return to the hosp, the plaintiff was noted as "much more somnolent"... And was taken to a medical ctr next day, where it was determined that he was allegedly suffering from an intrathecal opioid (morphine) overdose. He died 2 days later." A follow up report will be filed if additional info becomes available.